Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for follow-up. The implantable cardioverter defibrillator was electively replaced due to it being a device under the premature battery depletion recall, though there was no indication of premature battery depletion. There were no consequences to the patient.